Event description:
Procedure: polypectomy. Reportedly, the generator was not working properly in coagulation mode. According to the reporter the patient had a "hemorrhage." They changed to a different generator to complete the operation successfully.